Event description:
The customer reported thatthe device could not acquire lead v3. There was no adverse pt inpact reported.

Manufacturer narrative:
(B)(4). The customer reported that the device could not acquire lead v3. There was no adverse pt impact reported. A philips field service engineer evaluated the device. No trouble was found. After passing all performance assurance tests the device was returned to use. The customer was told to call back if there were any further problems. As of (B)(6) 2012, there have been no further calls. No malfunction was confirmed. The device passed all testing and is back in use.